Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 423 mg/dl with a very large level of ketones. A correction via the pump and insulin injection were used to address the bg level. During troubleshooting with tandem technical support, air bubbles were found in the tubing. The contact primed the air out. The customer was to use insulin injections to manage diabetes and resume pump therapy the next day.